Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed a ¿no insulin¿ alert despite the cartridge being approximately half full; the user removed the cartridge, then successfully rewound the pump and installed a newly filled cartridge, after which operation was normal, and user error was considered possible. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information with no findings available, and the device problem remained unspecified with no device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established.